Manufacturer narrative:
Sections with additional information as of 21-jul-2025: h3: was the device evaluated by the manufacturer and if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned ; unable to ship returned product to the manufacturer due to biohazard. Returned product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation. Evaluation in process. Manufacturer contacted customer in a follow-up call on 28-apr-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated that he only used one of the replacement pen needles and will continue to use more to see if the issue happens again.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that the 31g pen needles are bending when he inserts them and they are not aspirating the insulin. Customer is feeling well at this time and is not having any diabetic symptoms. Customer also advised that in the area in which he administers his insulin, when he is removing the needle, it somewhat "tears the skin and leaves a black and blue mark". No medical intervention associated with the use of the product was reported. The package had not been open or damaged when received by the customer. Customer does not recall how long he has been using the product out of this package. The customer is using compatible product and the pen needle is properly aligned.